Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 600 mg/dl. Customer¿s blood glucose at time of incident was 450 mg/dl and customer was treated himself by giving 15 units of insulin. Customer experienced nausea at time of incident. Customer performed self test and passed the test. Customer declined to performed troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.